Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator, 2011-(B)(6); 4076 implantable pacing lead, 2010-(B)(6). This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the lead had an insulation breach. The patient is enrolled in the product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.